Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, more than one device was used. After an hour of use, the ptfe pad of the device was separated. The user exchanged it with the 2nd tb-0535fc and continued the procedure. However, the ptfe pad of the 2nd tb-0535fc was damaged. The procedure was completed with a different device. There was no patient injury reported. As a result of evaluation of omsc on (B)(6) 2017, omsc confirmed that the ptfe pad of first device was partially separated and the ptfe pad of 2nd device was not separated but the coating of grasping section was partially missing. It was not reported that the fragment of the coating fell into the patient. This MDR is regarding the first device of two devices.